Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing in the clevis. The missing crimp was measured approximately 0.046¿ x 0.032¿. The instrument was placed on a test system and failed engagement as expected due to the observed broken pitch cable. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument had engagement issues. A backup instrument was installed to complete the procedure. No known impact or patient consequence reported.